Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was having issues connecting to their implant and the issue began friday. The patient stated they had some things going on the early part of this week so they kind of let it go and tried friday, saturday, sunday, and today and still could not get it to connect. The patient was guided through connecting the handset and communicator to the implant. The patient was able to successfully connect but they mentioned the therapy was off and they didn't recall shutting it off last time they connected, which was last week when they saw their healthcare provider (hcp). The patient turned it back on and increased the stimulation to a comfortable level. The troubleshooting steps taken on the call resolved the issue. The patient would maintain stimulation level and would continue to track symptoms. The patient was redirected to their hcp if the issue persisted.